Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing a broken wire on the mega needle driver instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken wire is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and does not exhibit damage. Cable segment sticks out at wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.